Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump reset unexpectedly. There was no impact to the customer's blood glucose level, as the pump was being used for a saline trial was not being used to deliver insulin. During troubleshooting with tandem technical support, it was confirmed that the customer had been able to reload a cartridge onto the pump and resume delivery.